Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor paired with the g7 app but failed to pair with the ilet, prompting troubleshooting to toggle sensor settings, reenter the four-digit pairing code, and restart and clean the ilet touchscreen to enable data entry. Symptoms included hyperglycemia, with a reported blood glucose of 276 mg/dl after a meal. Outcomes included temporary manual blood glucose entry and education on expected pairing time, with instruction to call back if pairing did not complete. Investigation included guided device troubleshooting and user education regarding cgm pairing and interim glucose management. Investigation of this case revealed that the user was subsequently able to enter zeroes on the touchscreen after cleaning and warming hands, and that the hyperglycemia was temporally associated with a recent meal rather than a device malfunction affecting insulin delivery. It was concluded that the event was related to initial pairing difficulty and touchscreen input sensitivity, with no evidence of device failure or injury.